Event description:
It was reported that this implantable pacemaker exhibited high out of range pacing impedance measurements, due to this, a lead safety switch was triggered. Additionally, noise, oversensing and pacing inhibition of up to 3 seconds was observed. The patient was sent to the emergency room in order to be evaluated. A revision procedure was performed and it was clarified that this lead was repositioned. This lead remains in service. No further adverse patient effects were reported.